Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the customer is concerned about the safety of the product as the bolts on the mount need to be re-tightened on a monthly basis. This is done in order to hold the arm on the metal plate. When monitors are mounted on the product, they often drift into the field. The monitors have to be secured with velcro. It was further reported that the product dropped and landed on the end of the bed.